Manufacturer narrative:
Technician replaced both power control boards to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged no bed functions. Technician found that fluid had ingressed into the j-box power control board assembly.